Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a stuck guidewire was confirmed and appeared to be related to the use of the device. One flexxicon dialysis catheter label, one guidewire with hoop, and one introducer needle were returned for investigation. The lot number on the label showed lot: recv1620. The guidewire was returned passing through the introducer needle with the proximal end within the hoop. The guidewire extended past the needle bevel approximately 3 cm. Use residue was present on the guidewire and within the needle. Microscopic observation of the needle bevel revealed material deformation consistent with retraction of the guidewire against the needle. The distal weld tip of the guidewire was intact. The guidewire outer diameter was measured and found to be within specification. An attempt to remove the guidewire resulted in the distal end of the wire elongating. The guidewire was able to be removed from the distal end of the needle. A non-complainant guidewire was able to be passed through the needle without any issues or obstructions. The product instructions for use (IFU) states, "caution: do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined." A lot history review (lhr) of recv1620 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire became stuck while insertion through pink needle. No other information was provided. On 09/24/2019- returned guidewire is frayed.